Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 22-apr-2025 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for dead meter and broken lancing device. Customer stated that the lancing device is not working, the customer tries to arm the arming barrel, but the trigger button won't click. During the call the true metrix meter powered on when the power button was pressed but not when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated due to not being able to check her glucose she had been hospitalized the week before (customer had acquired the true metrix meter about 3 weeks ago). Customer had been diagnosed with high blood glucose. Customer did not state what treatment she had received or if any changes had been made to her medical treatment plan. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/23/2026; open vial date and product storage were not provided.